Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was in fair condition. During functional testing, installed temperature check and powered the device on. Found water leak on the bottom of the case due to a crack by the elbow fitting. Customer reason for return was confirmed. No actions taken. D4 (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there was cracked housing and leaking. No patient injury was reported.